Event description:
It was reported that this pacemaker exhibited undersensing of the right ventricular (rv) channel. Technical services (ts) was consulted and observed some of the r-waves were below the fixed sensitivity floor. Reprogramming options were suggested. This pacemaker remains in service. No adverse patient effects were reported.